Event description:
It was reported that this insertable cardiac monitor was explanted due to migration. The incision site appeared red and irritated, causing significant discomfort to the patient. Boston scientific technical services noted that a 7 day course of antibiotics was given after initial implantation. The icm was explanted, and no additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the insertable cardiac monitor (icm) was inspected and analyzed. Visual examination noted no anomalies. Testing was completed to assess sensing and device functionality. Measurements throughout these tests were within normal limits. Detailed analysis did not identify any product issues that would have made migration more likely than what is described in the instructions for use for this icm as a known inherent risk of the use of this product

Event description:
It was reported that this insertable cardiac monitor was explanted due to migration. The incision site appeared red and irritated, causing significant discomfort to the patient. Boston scientific technical services noted that a 7 day course of antibiotics was given after initial implantation. The icm was explanted, and it was returned, and no additional adverse patient effects were reported.